Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis confirmed the customer comment - the upper and lower case halves were broken. Analysis also found that the board flex was out of mechanical specification. He lead flex cover was contaminated. The heart wire contacts were painted. The battery contacts were compressed and the battery drawer was broken. Both bail covers, ring cover, three case screws, ring cover screw, both bails, ring and battery drawer were missing.

Event description:
The external pulse generator was returned to repair the casing. It subsequently tested out of specification during the manufacturer's analysis.